Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the catheter separated from the hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: baby held in arms and infusion line fell to the ground with catheter tip, rest of catheter still in place on child's arm. Blood flow. The tube was not pulled. Removal of the defective catheter and insertion of a new catheter.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2023 . H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that the catheter tubing was separated from the adapter. Bd determined that the cause of the failure was associated to manufacturing personnel error during the manual assembly process. The product involved is no longer produced at the investigating manufacturing facility so no further actions can be taken. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the catheter separated from the hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: baby held in arms and infusion line fell to the ground with catheter tip, rest of catheter still in place on child's arm. Blood flow. The tube was not pulled. Removal of the defective catheter and insertion of a new catheter.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the catheter separated from the hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: baby held in arms and infusion line fell to the ground with catheter tip, rest of catheter still in place on child's arm. Blood flow. The tube was not pulled. Removal of the defective catheter and insertion of a new catheter.

Manufacturer narrative:
Correction: h5: imdrf annex a grid; a0413.